Manufacturer narrative:
Heartfailureppg@abbott.com.

Event description:
It was reported that the patient passed away due to cardiac arrest. Whether the outcome was device or therapy related was not provided by the customer. No autopsy was performed. The pump was not explanted and would not be returned. It was later communicated that log files were sent for evaluation. The log files captured low flow alarm events with recorded estimated flow values between 0.0 and 1.7 liters per minute (lpm). Motor speed was maintained until external power was removed and a driveline disconnect event occurred at 17mar2026 at 23:44:06.